Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. Upon further inspection, philips field service engineer (fse) visited onsite and found that the bios would not keep its boot priority then stopped booting into bios at all and no video from motherboard and not even bios. Fse replaced host pc, hard drive, reloaded software, reconfigured settings, transferred license to new mac and changed ip reservation to new mac address. The defective part was returned to failure analysis which confirmed the failed component as ¿hdd bay¿. After that, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.